Event description:
It was reported that the pacing lead impedance had decreased. No noise, inappropriate therapies or episodes were noted. Possible insulation damage. No further information available. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.